Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a damaged battery cap. The blood glucose reading was 126 mg/dl. Advised customer to monitor pump. Sent replacement battery cap as a courtesy. Nothing further was reported.